Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lead reflected high impedance values on multiple lead contacts. After an intra-op interrogation on (B)(6) 2018, it was found the patient's extension was causing the issue. As such, the patient underwent surgical intervention on that day, wherein the extension was explanted and replaced. Diagnostic testing revealed normal impedance values and effective therapy was restored post-operatively.